Event description:
It was reported that during removal of the catheter, difficulty was encountered, and it separated, it is believed that a portion of the catheter remains in the patient. There are no plans to remove the piece of catheter, since the patient has no complicaitons.